Event description:
It was reported the insulin pump kept alarming motor error every time he tried to basal. Customer's blood glucose was 10.0mmol/l. Alarm occurs during bolus. Customer woke up, reservoir was empty, inserted a new reservoir and device alarmed shortly. Customer stated a week he went through a body scanner. Customer does not use the sensor feature on the device. Customer was able to complete the rewind process. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The device was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the device alarm history screen. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure not detected during testing. It also had minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.